Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had experienced an infection. As a result, the patients burr hole cap was explanted.related manufacturer reference number: 1627487-2023-02191.